Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioflex meter was reading inaccurately high compared to another device (accuchek). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began at an unknown time on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿6.4 mmol/l¿ with the subject meter and ¿4.5 ¿ 5.5 mmol/l¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin pump therapy and advised that in response to the allegedly elevated blood glucose reading she obtained on the subject meter, she adjusted her pump, increasing the dose of insulin administered; however, she was unable to recall the specific dose. The patient reported that later that same day ((B)(6) 2017) whilst out shopping, she developed symptoms of ¿excessive sweating and shakiness¿. The patient advised that then when to the pharmacy and self-treated by eating jelly babies. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter, that the correct testing method was being followed and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient was unable and/or unwilling to confirm if ¿control test¿ was manually selected on the subject device and that the patient did not have testing supplies available to test the subject meter. The subject products were requested back and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after increasing the dose administered from her insulin pump in response to obtaining an allegedly elevated reading on the subject device.